Manufacturer narrative:
Product evaluation: failure analysis for (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
Additional information: 46 minutes expended on the failed fiber.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during prostate procedure, with 319,640 joules used, the aiming beam was firing straight out of the fiber tip. The fiber was exchanged, and the procedure was completed utilizing the second fiber with 72,976 joules used. The tips were cleaned for both fibers during the procedure. No patient or user injury was reported.